Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign matter at the forceps elevator lever, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a dirty forceps elevator arm. There was no patient involvement.